Manufacturer narrative:
Device evaluation of the belt has been completed at the distributor. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Monitor has not been returned. As of last download there is no indication of a device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Patient received an appropriate shock during vt. Post shock sinus rhythm was 60 bpm. It was reported the patient received a burn under the left breast following the treatment shock. The patient went to the hospital following the event but advised no medical attention was provided for the burn. Patient stated the burn improved on its own. The patient continued to use the lifevest.